Event description:
A nurse reported that a patient was being assessed as an in-patient due to an error with their omnipod 5 handset (controller). The patient had contacted insulet for advice which seemed to temporarily resolve the issue. When the issue recurred, the patient called insulet and was advised changing their pod. The patient changed their pod, but it still did not work, and it appeared there was an issue with their handset (controller) not working and ultimately the patient ended up at the hospital with diabetic ketoacidosis (dka). While in the hospital, the nurse attempted to resolve the issue, but the handset (controller) would not work. The patient¿s mother was contacted regarding the reported issue. They could not recall the doctor¿s name but could provide the nurse¿s contact information. The patient did not keep the pods. The patient¿s mother reported that they received an error on (B)(6) 2026 while hospitalized. The mother stated the medical team at the hospital did not change the pod while in the hospital, the patient had changed their pod. The patient¿s symptoms that led to being hospitalized on (B)(6) 2026 included chest pain, body aches, and feeling unwell. The patient was hospitalized for 2 days with dka and was discharged on(B)(6) 2026. Treatment consisted of multiple daily injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.